Event description:
Dexcom share went down and I was not notified by dexcom. My daughter blood sugar dropped dangerously low and the alarm never alerted me due to their system being down as it is marketed to do. FDA safety report ID# (B)(4).